Manufacturer narrative:
Two opened used sensors were inspected and 1 of 2 connected properly with the transmitter and it functioned properly. Found the sensor broken with broken part missing unable to confirm if customer received sensor damaged due to the customer returned open and used.

Event description:
The customer reported via phone call, the insulin pump had alarmed lost sensor. The customer then removed the sensor and noticed ther e was no sensor cannula on it. Customer's blood glucose was 190 mg/dl. Customer was advised the sensor needed to be replaced and customer agreed to return it for analysis.